Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan alleging that their onetouch ultralink meter failed a control solution test with results below the accepted range as printed on the test strip vial. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 6.30 pm on (B)(6) 2014. The patient manages their diabetes with an insulin pump. The patient reported skipping their usual dose of insulin in response to the alleged product issue. The patient denied developing any symptoms. The patient reported contacting an hcp by telephone and was advised to wait a while and then re-test their blood glucose. The patient denied testing on any other device at this time. At the time of troubleshooting the csr verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s did not develop any symptoms due to the failed control solution test and received no medical treatment aside from hcp advice by telephone. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.